Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance of 130 ohms. It was noted that this lead was attached to a non-boston scientific pulse generator. Technical services (ts) discussed a 130 ohm impedance could affect shock delivery. It was also noted this rv lead exhibited a high capture threshold. This rv lead remains in service. No adverse patient effects were reported. Additional information was received. This rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information added to b5. H6 updated. This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead exhibited a high out of range shock impedance of 130 ohms. It was noted that this lead was attached to a non-boston scientific pulse generator. Technical services (ts) discussed a 130 ohm impedance could affect shock delivery. It was also noted this rv lead exhibited a high capture threshold. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.